Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown needle and unknown sutures. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: boileau, p., et al (2006), risk factors for recurrence of shoulder instability after arthroscopic bankart repair, the journal of bone and joint surgery, vol.88-a no.8, pages 1755-1763 (france). The study emphasizes on reporting the recent experience with arthroscopic stabilization using suture anchors and identifying, through a retrospective case series, specific factors related to the postoperative recurrence of shoulder instability. The patients evaluated on course of this study: a total of ninety-one patients (71 were male) with a mean age of 21.5 ± 3.5 years (range, 12 to 49 years) at the time of injury and 26.4 ± 5.4 (range, 17 to 62 years) at the time of surgery between july 1999 and august 2001 met the inclusion criteria and were included in the study. The inclusion criteria were the presence of traumatic, recurrent anteroinferior shoulder instability, labral repair and capsule retensioning with use of a single arthroscopic technique with suture anchors, surgery performed by the senior surgeon or under his direction, and a clinical examination and interview with the patient performed at least 2 years after surgery by independent observers. The patients were managed with the arm in a sling in internal rotation for four weeks. Passive pendulum exercises were started on the day after surgery. Patients were advised to perform these exercises five time a day for five minutes at a time for the first four weeks. Rehabilitation with a physiotherapist began at thirty days. External rotation was limited to 45° until day 45. Strengthening was started between eight and twelve weeks, with return to sports delayed until four to six months postoperatively. Follow-up evaluation at three, six and twelve months and then yearly thereafter. The mean duration of follow-up was thirty-six months (range, twenty-four to fifty-six months). The patients were examined preoperatively with a radiographic evaluation, including anteroposterior radiographs made with the arm in three different rotations (neutral, external, and internal), a scapular lateral radiograph, and an axillary radiograph. The article describes the following procedure: arthroscopic bankart repairs with the use of suture anchors. The devices involved were: absorbable anchor (panalok; mitek, johnson and johnson) with competitors¿ devices: hooked needle and suture. Complications mentioned in the article were: 14 patients had recurrence of instability (6 patients sustained true dislocation and 8 patients reported a subluxation). 9 patients with recurrence underwent open revision surgery with a latarjet procedure. 9 patients had a persistent apprehension sign in the throwing position, that was severe enough to interfere with sports or in some activities of daily living. 1 patient had an acute infection that was resolved with arthroscopic debridement and antibiotics. 3 patients were considered to have stiff shoulder, lacking >20° in passive elevation and external rotation. 1 patient had persistent pain, but no explanation was found.